Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with lead dislodgment.

Event description:
It was reported that the patient was hospitalized after inappropriate high voltage therapy was delivered for atrial fibrillation (af) and right ventricular (rv) lead noise due to rv lead dislodgement. The r-wave sensing amplitudes were also low and a subsequent therapy was aborted prior to its delivery as the patient's rhythm returned to sinus. The rv lead was explanted and replaced and the patient was in stable condition.